Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and 2af284 balloon catheter with lot number 09739 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. One patient file was received and recorded on the reported date of the event. The patient file showed 13 applications were performed using a non-returned balloon catheter and 12 applications were performed using the returned balloon catheter. Console output data showed unexpected pressure profile and flow profile during the ablation on the second application. The temperature profile was unexpected, reaching - 66 degrees celsius during ablation on the ninth through the nineteenth applications. The received failure file contained failure records for the date of the event. The failure file showed system notice 50013 "the refrigerant level is too low to continue" on the reported date of the event. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, frost was seen on the coaxial umbilical cable to catheter connection. The coaxial umbilical cable was replaced which resolved the issue. It was also reported that the temperatures were colder, quicker than expected and the balloon catheter thawed more quickly than expected. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.